Manufacturer narrative:
Additional information was received on november 16, 2021. Replacement with 700cc silicone implants was performed with explant. The impacted product was received by the failure analysis lab on november 22, 2021. The investigation of the returned device was completed by the failure analysis lab on november 26, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced left sided baker grade iii/IV capsular contracture and right sided cutaneous contour deformity post procedure. The left breast was sitting high and would not drop despite receiving an unspecified medication as treatment. An additional surgery was performed on the right side in order to correct the cutaneous contour deformity. Ultimately, bilateral explant was scheduled for (B)(6) 2021. See 1645337-2021-10624 for contralateral prosthesis report.